Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated the device was squirting insulin out during manual prime. Customer stated that drive support cap appears loose or sticking out or flush. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a33 alarm and prime/fill anomalies due to detached end cap. The drive support disk was inspected and no anomaly noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.